Event description:
The initial reporter received a questionable crep gen.2 (creatinine) result from one patient sample tested on the cobas 8000 c702 module. The reporter stated that they previously had a laundry issue which caused questionable results. The initial result from the module was 1722 umol/l. This result failed the creatinine critical range in their middleware which prompted the rerun of the patient sample in their other module. The repeat result from the other module was 79 umol/l.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) checked the module and noted that the water levels and pressures were within specifications. He found chaffing in the tubing near one of the clamps and a leak from the water supply tube. He then replaced all laundry tubings and reset the levels. He verified that the ultrasonic mixer (usm), cell blank and photometer were working within specifications. Qc was performed with successful results. The investigation determined that the event was caused by insufficient service maintenance. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.